Event description:
The pt rec'd her scs system, including an ipg, on (B)(6) 2006. It was reported that the pt now has to turn up her stimulation amplitude all the way. She stated that when she stands up, she receives intermittent stimulation since it is positional. The pt scheduled a reprogramming appointment with her physician. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.